Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range impedances of greater than 2,500 ohms and no capture. A lead revision procedure was performed, during which it was noted that the lead was fractured due to twiddlers syndrome. The lead was therefore surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.